Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient had a pocket revision because the pocket site was uncomfortable to the patient. The physician repositioned the ipg and the patient is reportedly doing well after the procedure.